Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed an open irritation under the vibration box of the electrode belt. The patient's nurses put cream and gauze on the open irritation. During a follow up call, it was reported that the irritation was getting better. There was no allegation of a device malfunction associated with the reported skin irritation.